Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed; the device produced no image. Visual examination of the returned device found the following additional issues: the bending section cover adhesive was cracking and lifting; the insertion tube showed deep denting and buckling; the light guide tube was dented; and the scope connector had corrosion and fluid damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis exera iii bronchovideoscope was being inspected prior to use when the device relayed a black screen with no error codes. The customer reported the scheduled procedure (diagnostic bronchoscopy) was completed with a similar device. There was no delay of procedure, no extension of anesthesia or sedation, no medical intervention, and no impact to procedural outcome. There were no adverse effects to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused abnormality of electronic component; as a result, the image was not displayed. In addition, physical stress was applied to the insertion section while the user was handling the device. The stress caused damage to the charged-couple device (ccd) unit; as a result, the image was not displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.